Manufacturer narrative:
Patient information now provided. Patient identifier field not sufficient to hold all digits, should read: (B)(6). Site has declined to provide a po for an on-site investigation into the navigation system by a medtronic representative. No further investigation possible.

Manufacturer narrative:
Patient information was not made available from the site. On 01/26/2016 a medtronic representative performed an imaging system check-out, all areas passed. Performed accuracy verification x2. Both sides, no issues noted. Unit operates as expected. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4)

Event description:
A site operating room (or) representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy during an o-arm case that occurred four days earlier. The site representative reported that the surgeon deemed being inaccurate and brought in a c-arm to continue the procedure. The surgeon discontinued the use of the navigation system and the imaging system to complete the procedure. Delay in therapy was less than one hour. No specific measurement of the alleged inaccuracy were provided. There was no impact on patient outcome.